Event description:
It was reported that a procedure was performed on (B)(6), 2021, utilizing the reform pedicle screw system. Upon final tightening of the lock screws the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was recovered and the second driver in the set was used to complete the procedure with no delay or injury to the patient.

Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The fractured device includes remnants of the hexalobe. These remnants are also twisted / bent. The fracture surface is obliquely oriented relative to the driver's longitudinal axis, and includes two distinct areas. There are a number of closely spaced fracture planes on the low side of the driver away from the hexalobe tip. It appears that the fracture initiated in this region. High torque in conjunction with off axis loading could result in such a failure. The cause cannot be ascertained from the complaint but is likely due to high torque application. It was also reported that a torque handle from this distributor was out of specification with readings recorded above the torque specifications. Information received could not determine if the out of specification torque limiting handle had been used with this driver. No corrective actions are being recommended at this time since device failures appear to be the result of high torque application, and the distributor recently returned a torque handle that was out of device specification. Review of device history records found eleven (B)(4) pieces of lot 11748ts were released for distribution on 4/6/2020 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for the reported part number.

Manufacturer narrative:
Patient information - unknown. Occupation - distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. Upon final tightening of the lock screws the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was recovered and the second driver in the set was used to complete the procedure with no delay or injury to the patient.